Manufacturer narrative:
(B)(4). Visual evaluation of the returned rx cytology brush found that the handle cannula was kinked in multiple locations throughout. Further evaluation noted that the pull wire was found broken at the distal end of the handle cannula. Functional analysis was not performed due to the broken pull wire. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct stricture during a bile drainage and cytology procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush failed to extend and retract. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; pull wire broke.